Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with endologix device. Upon follow up patient presented with a potential type 1b endoleak, the endoleak was not confirmed with angiogram. The physician proactively elected to implant a limb extension. The patient is in stable condition.